Manufacturer narrative:
Further information was requested but not received. UDI not available as the product information was not provided.

Event description:
It was reported that the patient's low voltage lead exhibited low impedance measurements. No intervention or patient condition was reported.